Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the heartstart xl defibrillator is experiencing an operational check failure for pacing. There was reported patient involvement without harm.